Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Case details were reviewed. During deploying the manta device and sealing the puncture step, the suture tore while the physician was withdrawing the manta closure handle. No information was submitted to confirm the colour of the tension gauge label (green or red) following the withdrawal of the manta device. Red in the tension gauge window would have been an indicator that the user was deploying manta with too much force which can lead to the failure of the manta device and the suture breaking. Vascular surgery was performed to remove a part of the suture from the patient. After multiple good faith effort attempts to obtain additional information regarding the initial, deployment and surgical intervention procedures, patient conditions, and environment, and no device return or angiograms submitted for this investigation, no further response was received. Therefore, the potential root cause of why the device was damaged during use (suture tearing) remains undeterminable. There appeared to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: it was reported that while carefully withdrawing the manta out of the patient the suture tore. A part of the suture had to be removed from the patient during vascular surgery. The device was used during a tavi procedure. This complaint is associated to (B)(4).

Event description:
It was reported that: it was reported that while carefully withdrawing the manta out of the patient the suture tore. A part of the suture had to be removed from the patient during vascular surgery. The device was used during a tavi procedure. This complaint is associated to (B)(4).

Manufacturer narrative:
Qn(B)(4).